Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that impedance check revealed high impedance on contact 16. Patient denies any precipitating events. Reprogrammed patient successfully and able to avoid use of contact 16. The high impedance did not resolve. The patient is alive with no injury.